Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bin failed. A field service engineer found the gfci outlet tripped, causing the refrigerator screen to be dark. They reset the gfci, verified power, replaced the network cable, and installed the fair right between the fridge and the station. The engineer confirmed the refrigerator was cooling and planned to follow up to ensure the temperature stabilized to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the refrigerator bin was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.